Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6)2017. It was reported that they ensured that the device was off as troubleshooting related to the uncomfortable stim when the device was off. The rep noted that the actions taken to resolve the stim issue were unknown and the cause of the issues were not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins was off but she could still feel uncomfortable stimulation, especially when laying down. The rep met with the patient and confirmed that the device was off. The rep was to meet with the patient on (B)(6) 2017 at her doctor¿s appointment to interrogate the device. Follow-up was conducted.